Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bio-ID) services fail to initialize, resulting in login failed. The technical support specialist (tss) documented all installed applications, versions, and hotfixes, then stopped required services. The station database package was reinstalled using the correct chocolatey script, recovery model and hotfixes were verified, and services were restarted. A full sync was performed via the gui, database folder locations were verified and corrected, the station database was re-encrypted, and the system was rebooted. The med application was confirmed to be up and running. The system functioned as intended after the technical support specialist (tss) troubleshot the device

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es biometric identifier services fail to initialize, resulting in login failures. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.